Event description:
It was reported that this inflatable penile prosthesis (ipp) was exhibiting inflation issues. A revision surgery was performed. Upon examination, fluid leakage due to a hole in the reservoir was found. The device was explanted and replaced. No patient complications were reported.